Event description:
It was reported that the customer had twenty-four (24) 8015 with keypad failure. There was no reported patient involvement.

Manufacturer narrative:
Electrical failure ¿ design. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. H3 other text : device not received.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that the customer had twenty-four (24) 8015 with keypad failure. There was no reported patient involvement.